Event description:
It was reported that shaft break occurred. The target lesion was located in mid left anterior descending artery. A 2.50mm x 8mm emerge balloon catheter was selected for use. However, during preparation, it was noticed that the hypotube was bent and when tried to straighten it, it broke in half. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(D4) lot number: updated to 0026625532. (D4) expiration date: updated to 09/10/2023. (D4) unique identifier (UDI): updated to (B)(4). (G1) MFR site facility name: boston scientific scimed, inc updated to boston scientific corporation. (G1) MFR site address 1 (B)(4). (H4) device manufacture date: updated to 01/13/2021. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There was a separation of the hypotube 72.8cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with blood and contrast present in the folds. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. The target lesion was located in mid left anterior descending artery. A 2.50mm x 8mm emerge balloon catheter was selected for use. However, during preparation, it was noticed that the hypotube was bent and when tried to straighten it, it broke in half. The procedure was completed with another of the same device. No patient complications were reported.